Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity warning was triggered due to a high rate non-sustained episodes and sensing integrity counter (sic) on the right ventricular (rv) lead. A review of the transmission indicates that t-wave oversensing (twos) was causing the sic and the lead failure predictor. It was noted that the patient may have been undergoing dialysis for kidney failure. Reprogramming options to resolve the lead issue were explained and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.